Manufacturer narrative:
Unit was not explanted, thus sample is not available for evaluation and reported issue cannot be confirmed. The serial and lot number are unknown and was not provided. If additional information is provided or sample is returned to new world medical, this report will be updated.

Event description:
Doctor reported, "1 patient, both eyes operated on (combined with cataract surgery). First eye had low pressures and was slightly shallow. On atropine for about a month, chamber deepened and iop gradually increased to a reasonable level. Second eye was done this week. Pod1 was quite shallow but not flat. Started atropine and we'll see how he does"